Event description:
It was reported that upon unpacking the unit it was found that the power cord cut open and the back side had rusty screws.there was no patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. Visual inspection of the device found a damaged ac cord and rusty screws. The reported complaint is confirmed. The most probable cause is that the device was damaged during shipping. The ac cable and eight back screws were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.